Event description:
A facility reported a cerelink sensor (B)(6) with alarm: "sensor or extension cable failure" after 2 days of monitoring. - was the electrode of the extension cable placed on the patient during all monitoring? Yes - implant location (ex: parenchyma?): parenchyma. - was the icp monitor connected to a patient monitor ? No - what was user doing when error message appeared? (E.g., powering unit, zeroing sensor, setting alarm, downloading data) patient was in ICU being monitored. - what was happening with patient when error message appeared? (E.g., transport, MRI, CT) in ICU ¿ being monitored by nursing staff. - it was noted that the sensor was replaced so an additional surgery was required. Please can you confirm? Sensor was replaced via bolt in ICU. - once the sensor was replaced, did it solve the issue? Yes - please can you confirm that the monitor and extension cable used with the sensor work properly with another sensor and are not defective? Yes - was there any significant delay in patient care and monitoring? Superior to 30 minutes? No - was there any consequence for the patient health? No - how is the patient now? Patient discharged. Doing well.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation: DHR - lot 7306064 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed : catheter and internal wires cut 3.2cm from distal end. Icp express read "no transducer detected" ; cerelink monitor not acceptable. No testing possible. Root cause - based on the failure analysis, the issue reported by the customer could be confirmed. The possible root cause for this issue could be due to ¿unstable sensor performance or incorrect selection of semiconductor components¿. However, based on his report, the supplier could determine the cause of the problem stated to be mishandling of the catheter.

Event description:
N/a.